Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of "error code 1720." Functional testing was performed and found that the device displayed "error code 1720." The investigation determined that a defective back-up capacitor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The back-up capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming error code lec 1720 during testing. No adverse patient effects were reported.